Event description:
Two separate hospitalizations because pt's one touch basic meter was giving inaccurate low readings. They were hospitalized on two occasions for dka. The first incident happened in 2002. Pt had flu like symptoms and looked pale. They tested on their meter and obtained an 89mg/dl. Spouse said pt did not look well and took them to the ER. In the ER their blood sugar was 500mg/dl. They were admitted in the ICU for five days and treated with insulin and IV glucose. The second incident occurred 3 months later, pt was not feeling well and felt weak. They tested on their meter and obtained a 98mg/dl. Their spouse took pt to the hosp 45mins later and their blood sugar was 600mg/dl. Pt was admitted in ICU for four days and was treated with insulin and IV glucose. After being discharged from the hosp, md requested pt to stop taking their oral medications, since he felt that the oral medications were not doing anything for pt and to continue to take insulin. Pt did not have a check strip or ctrl sol to check their meter or test strips. Their strips have been opened less than 4 months and they have been cleaning the meter properly. Medical affairs sent pt a new lfs meter, since pt is using an old one touch basic meter.